Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. No packaging or syringe was returned. As received, no balloon or balloon windings were observed on the catheter. This condition may occur when a pull force of 1.5 lbs on the inflated balloon (per IFU) has been exceeded. Indication of bonding and the balloon winding was observed around the proximal winding area of the catheter body. No visible damage to the catheter body or hub was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of "balloon detached" was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that balloon detached from the catheter and remained in the patients body on the first day of use. The patient had an internal shunt in her right wrist. The catheter was approached from the artificial blood vessel in the right wrist. Blood clots in the artificial blood vessel and near anastomosis site were removed with another manufacturer's 40cm thrombectomy catheter. The catheter was replaced with an edwards fogarty catheter from the same insertion site for removing blood clots that were located further than the anastomosis site. Resistance was felt when blood clots were removed. The inflation syringe was pulled to remove the catheter. When the catheter was removed, there was no balloon latex attached to the catheter. Cineangiography was performed for the retained balloon, but it was not found. Confirmation of blood flow with the contrast agent was not performed. Blood clots were not removed so the patient is still hospitalized. There were no patient complications reported.